Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 2 of 2 mdrs filed for the same event (reference 1822565-2016-04774 / 04775).

Event description:
It was reported that the posterior referencing femoral sizing guide had an unacceptable amount of play which made it difficult to accurately size the femur. No patient injury or adverse effects were reported as a result.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. A video was provided from the customer for inspection. No device was returned for further evaluation. A video was returned of the procedure where the device was being used. The video demonstrates that the sizing boom can be manually toggled while attached to the posterior reference, however, the video clarity does not provided an exact condition of the device. The lot number for the device was not provided, therefore the device history records for the device could not be reviewed and the exact age of the device is unknown. This device is used for treatment. Surgical notes or a detailed recount of the assembly of the device was not provided, therefore, it is unknown exactly if the devices were properly utilized. Based upon the information that is provided, a definitive root cause could not be determined at this time.